Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer did not return the batteries for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.